Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an implantable cardioverter defibrillator that was exhibiting post paced t-wave oversensing. Technical services discussed programming changes but clinician decided to wait for clinical follow-up in order to perform programming changes as patient had been stable and asymptomatic and issue was not urgent. Patient had no symptoms reported during last merlin remote follow-up.